Event description:
A report was received that the patient was having trouble charging their ipg. A bsn representative analyzed the patient's database and confirmed premature battery depletion. The physician replaced the ipg and the patient was reportedly doing fine.

Manufacturer narrative:
The explanted ipg passed electrical, photographic imaging and performance tests done. The device profile confirmed that the device had been depleted excessively just after the implant procedure. The timing of the anomaly suggests that the ipg had been exposed to an environment similar to the electrocautery usage during the implant procedure. However, electrocautery was used during the explant procedure the device characteristics might have been changed.

Event description:
A report was received that the patient was having trouble charging their ipg. A bsn representative analyzed the patient's database and confirmed premature battery depletion. The physician replaced the ipg and the patient was reportedly doing fine.